Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator was overheating when recharging. Patient symptoms included a burning sensation at the device pocket. It was reported that the patient's doctor was going to change the position of the device. It was reported that the patient suffered no injury or adverse event at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).